Event description:
It was reported the patient came to hospital with inappropriate high voltage therapy shocks. During the follow-up the physician noticed increasing pace/sense impedance >2500 ohms. The physican changed the competitor lead, but it did not help, the lead was ok. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4): preliminary analysis determined that the device was unable to sustain a pacing output without a programming head placed over it. Further analysis confirmed this condition. Electrical analysis found excess dc leakage in a hold capacitor to be the cause of the no output condition. The leaky capacitor loaded the a voltage supply which supplies gate bias to the blocking field effect transistors on the pacing outputs. Inadequate gate bias on these transistors causes oversensing, loss of pacing outputs and erroneous lead impedance measurements.